Event description:
Pt contacted broadspire to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time. Update (B)(6) 2011 - litigation papers received. They allege that pt was implanted with a depuy asr hip on her left side on or about (B)(6) 2008. After her implantation, pt experienced pain and suffering and was injured by excessive levels of chromium and cobalt in her blood. She was revised on (B)(6) 2009.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed.